Event description:
The distal shaft around the transducer got bent when the catheter was pushed against a lesion to try to cross the lesion with its telescope open. The catheter was not able to cross the lesion and the distal shaft kinked. The dr closed the telescope and transducer pierced the shaft. The dr stopped using the catheter right away and took it out of the pt's body. A second revolution catheter was used with no problem.

Manufacturer narrative:
A visual examination of the device identified a kink near the wire exit port and a tear in the exit port. The distal end of the proximal shaft was separated 32.5cm from the distal tip. The kink in the distal tip may have been due to the tip getting bent while navigating through the artery during the procedure. The proximal shaft separation was not reported in the complaint description and it is unclear if the shaft was broken during the procedure or during packaging and return shipping of the device. Due to the fragile nature of the device, possible causes of the device failure may be handling issues before during, and after the procedure. Although there was no pt injury, there is potential for injury should this happen again. This is being sent as a notification. (B) (4)